Event description:
During the pulsed treatment, the screen of the generator had a display issue and the procedure was cancelled. There was no consequences to the patient.

Manufacturer narrative:
One nt 1100 neurotherm rf generator was received. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to abnormal functionality of the upper assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.